Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. This 6.0 x 100/135 sterling otw balloon catheter was advanced for pre-dilation. The balloon was inflated 3 times at 6atms and upon the 4th inflation the balloon ruptured at 6atms. The procedure was continued with another sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen. Magnified inspection revealed no damage, but positive pressure was applied with an inflation device filled with water and water emitted from the tip. There was a hole in the inner shaft 27mm from the distal edge of the proximal markerband. The diameter of the hole was slightly larger than the outer diameter of a .014" wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. There was no damage to the balloon. Functional testing confirmed a hole in the inner shaft, preventing balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. This 6.0 x 100/135 sterling otw balloon catheter was advanced for pre-dilation. The balloon was inflated 3 times at 6atms and upon the 4th inflation the balloon ruptured at 6atms. The procedure was continued with another sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).